Event description:
It was reported that the lead exhibited high threshold, far field r-wave (ffrw) oversensing, possible non-capture, and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the high thresholds and undersensing continued. Low r waves were also reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.